Manufacturer narrative:
B5- per updated information the reporter stated "the patient was implanted with 12.6mm lens horizontally, but the arch height was high. Because the patient ordered both horizontal and vertical lenses, after communication with the patient, the doctor decided to implant 12.6mm lens vertically to obtain a relatively low arch height." H3- device evaluation: lens was returned in liquid, in microcentrifuge vial. Visual inspection found no visible damage to lens. Dimensional inspection found the lens to be within specifications. Claim # (B)(4).

Event description:
The reporter indicated that a 12.6mm, vticmo12.6,-12.0/2.0/91, implantable collamer lens was implanted into the patients right eye (od) on (B)(6) 2021. On (B)(6) 2021 the lens was exchanged for a same length lens due to excessive vault and the problem resolved. Cause of event was unknown.

Manufacturer narrative:
Patient identifier: (B)(6). Weight - race: unk. This product is not marketed in the us (B)(4). Claim # (B)(4).